Event description:
This guidewire was being utilized for a carotid angiography procedure when the moveable core penetrated the coils toward the trailing end of the "j" curve during placement. There was no reported injury to the patient.